Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (trial patient, friend/family member, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. Patient's trial start date was not confirmed. It was reported that the patient, who had a family member on the line with them, reported they had leg cramps with their trial. The patient's family member stated that they had talked to the managing health care provider (hcp) about the spasms and the hcp told them they thought that a wire had moved and that it had been pushing against the nerve. Though the caller could not recall if the patient had trialed with 1 or 2 leads, they stated it must have been 2 leads because the trial had been about a week long. The caller stated the spasms began in the middle of the week of that trial period and confirmed it had been in (B)(6) 2022.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the leads were removed and the patient had a permanent implant placed 05/04/2022. No further complications were reported at this time.